Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep conducted several system checks including determining the software was corrupted and replacing the system batteries. The rep replaced the srm and boot prom. The system operates as intended.

Event description:
It was reported that the generator on the 9600 system reboots after a film or fluoro shot. No patient injury was reported.